Event description:
Per the audiologist, the patient experienced a decrease in performance with facial nerve stimulation. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes alleviated the facial nerve stimulation; however, did not increase performance. The patient was explanted february 10, 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a sigmoidectomy, the clip jumped out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).